Event description:
It was reported that a malfunction alarm occurred with a pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections to ensure continued insulin delivery.